Event description:
Reporter indicated that vns patient was explanted due to device migration and subsequent pain. Three months prior to explant, the patient complained of pain at the generator site. The patient denied any recent trauma, redness, or swelling at the site. The patient reported that they had recently been hospitalized, but would not indicate why. The patient reported at that time that they slept on their left side and first thought that the pain was a result of their "breasts squishing the generator". Because of the pain, the patient started sleeping on their back instead of on their left side. The patient reported that their device had recently been checked by their neurologist and that everything was fine. The patient expressed an interest in having the device explanted at that time. One month later, the patient indicated that they had scheduled an appointment for follow-up with the implanting surgeon, but that the pain was getting better. The patient reported that they were on a high dose of dilantin at that time of the initial report. Further follow-up with the patient two months later revealed that the generato had been explanted. The patient has the explanted device in their possession. The patient reported at that time that their generator "turned up on its side" when they laid on their left side, thus causing the pain. The patient reported that they also experienced pain under their left clavicle and breast when the device was implanted. Investigation to date has been unable to determine the cause of the reported device migration.